Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated by the distributor. The reported problem (connector damaged) was confirmed. Upon receipt at the distributor the electrode belt passed incoming functionality testing. Upon evaluation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connector.